Event description:
It was reported that ventricular tachycardia requiring resuscitation occurred. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. The ablation procedure was successfully completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician advanced the was into the la of the patient and began taking measurements. While this was being performed the patient's blood pressure dropped and st segment changes were occurring. No femoral pulse was felt, and the patient's right and left ventricle functions were reduced. The patient went into ventricular tachycardia, needed to be cardioverted and required cardiopulmonary resuscitation. The cardioversion was successful and the patient did not require any other treatment or intervention at this time. The patient was admitted to the hospital to recover from this event.

Event description:
It was reported that ventricular tachycardia requiring resuscitation occurred. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. The ablation procedure was successfully completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician advanced the was into the la of the patient and began taking measurements. While this was being performed the patient's blood pressure dropped and st segment changes were occurring. No femoral pulse was felt, and the patient's right and left ventricle functions were reduced. The patient went into ventricular tachycardia, needed to be cardioverted and required cardiopulmonary resuscitation. The cardioversion was successful and the patient did not require any other treatment or intervention at this time. The patient was admitted to the hospital to recover from this event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038278997. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (ventricular tachycardia, cardiac arrest, st segment elevation) (loss of pulse) and hypotension (hospitalization, resuscitation, additional device required, unexpected diagnostic intervention). Risk review: a risk review was completed and confirmed that the events of arrhythmia (ventricular tachycardia, cardiac arrest, st segment elevation) (loss of pulse) and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.